Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that approximately 18 months post-op the rods were found to be broken. No revision is planned at this time. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.